Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that light 1 and 2 were out. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The lamp was rated passed its life-span and was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 30, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp. However, how or when the lamp became nonconforming could not be determined. (B)(4).